Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080014 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080014 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, date of this report - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h3, added device evaluated by the manufacturer. H6 "adverse event problem" - included codes for 'type of investgation, investigation findings, and investigation conclusion. H11, updated based on manufacturer investigation.

Event description:
Invalid result. The user reported that the test cassette did not produce a control (ctl) line.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. When the customer performed the test correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, a- line, b-line and cov-line. The customer was able to send a picture of the test cassette.